Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that physician had trouble fixing a right ventricular lead to the patient during an implant procedure. Helix also did not extend after multiple attempts. Lead was exchanged for another to complete the surgery. Patient had no symptoms and was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.